Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not showing. The technical support specialist informed the customer that ids starting with temp were added to the cabinet, no orders had been received in mql for the temp patient ids, when the permanent patient ID was received in mql, the orders associated to the patient ID show under the permanent patient ID, not the temp patient ID and advised the customer to verify with the it department when the patients were admitted in the pharmacy system. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using then bd pyxis¿ medbank mini, the orders were not showing. The customer reported that the malfunction occurred while the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.